Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. The reported events cannot be confirmed with review of the log files. An internal investigation has been open to address this issue. Following additional regulatory authority feedback, the manufacturer is expanding the field safety corrective action (fsca) to recall certain older batteries. The expansion of this fsca is to remove certain older batteries which were produced in specific ranges of battery serial numbers which are more likely to exhibit premature or unrecognized deterioration of battery capacity. Our risk assessment for this issue remains unchanged at this time. Complaints will be closely monitored to ensure that the ventricular assist device system functions as intended, and to assess the effectiveness of the fsca. Any additional information received will be submitted in a supplemental report when the manufacturer's investigation has been completed, the submission of this report or related information to the FDA, and its release by FDA, does not reflect a conclusion by the party submitting this report or the FDA that the report or related information is an admission that the manufacturer, their employees, or the device caused or contributed to the reportable event.

Event description:
It was reported from italy that when the patient was at home potential battery switching events had been observed involving two batteries. The batteries were replaced by the site with no effects on the patient.

Manufacturer narrative:
Two batteries were returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the devices in relation to the reported event. The reported event was confirmed via review of the controller log files, which revealed a series of premature power switching events. The most likely root cause of the failure may be a combination of a communication error between the controller and batteries and a battery with the potential to malfunction due to faulty internal cells. (B)(4) - analysis revealed that the device met specifications; the device passed visual examination and functional testing. The device was related to the reported event; however this event could not be duplicated at the bench level. Heartware has opened an internal investigation to evaluate these types of issues. (B)(4) - based on the results of an internal investigation and field actions, no additional investigation of this event is required at this time for this battery. The investigation determined that there is a potential for this battery to malfunction due to faulty lishen cells within the hvad battery pack. This potential malfunction could have contributed to the reported event. Recall: z-1607-2014. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.